Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to mixed functional mitral regurgitation (mr) with a grade of 4+. On clip was positioned and deployed without issue. A second clip was prepared and advanced into the anatomy. Once in the left atrium, it was observed that the posterior gripper did not lower properly. Troubleshooting was performed, however it was decided to remove the clip and replace it with another. A new clip was prepared and implanted without incident, reducing mr to grade 1-2.